Event description:
The facility reported a pump with a low battery. T is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional contact information is available.